Event description:
It was reported that the pump's screen detached from the pump housing. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.